Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the following additional information, however no further details received to date. Was the broken drain removed from the patient and a new drain inserted surgically? No further information is available. How was case completed? No further information is available. Device return status/follow up when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided. Attempts have been made to obtain additional information. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and a drain was used. The drain was broken during surgery outside the patient¿s body during pulling. Further details are not provided there were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 09/23/2019. H3 evaluation: received one 10fr drain. The distal end of the drain has uneven surface, apparently it broke in this area. The proximal end is intact. The in-process tensile strength testing (tear strength) reports were reviewed. The average result for this batch was above the specification requirement. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The drain may break following some damage during use or extensive strength applied when pulled.

Manufacturer narrative:
Product complaint # (B)(4).